Event description:
The patient reported on (B)(6) 2025 that she experienced skin irritation when using the flexwire device. The patient reported the skin irritation as itching, a rash, and red bumps with no open skin. The patient reported that she did seek medical treatment and sought the use of otc medication to treat the skin irritation. The patient reported that she has been using vaseline to treat the skin irritation as directed by her physician. The patient reported that she did discontinue the use of the device. The patient reported that she did follow the skin prep instructions.

Manufacturer narrative:
A lot number was not provided so a DHR review could not be conducted. Event has been logged for trending purposes.